Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. The lens and related associated products were not returned for evaluation. A photo was provided of a monitor screen showing an implanted lens. There is a linear line/mark near the lower edge of the lens. No other determination can be made from the photo. Iol complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified delivery system was indicated with a non-qualified viscoelastic the lens remains implanted. A photo was provided and there appears to be a linear line/mark near the lower edge of the lens. The root cause for the observed line/mark cannot be determined from the photo. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/company cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the lens was marked with a scratch but decided not to remove it. There was patient contact but no reported patient impact. Additional information has been requested.